Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill tubing step, customer alleged pump was taking longer to fill the tubing. Customer's blood glucose was 150-160 mg/dl. Customer continued to use pump for insulin therapy.